Manufacturer narrative:
The customer has communicated the complaint sample will be returned to greatbatch for investigation. Once the investigation has been completed greatbatch will submit a follow-up medwatch 3500a. Complaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure on a (B)(6) male, the cup impactor broke during impaction. The customer reported the procedure was completed successfully without delay and nothing left in the patient.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to become disjointed. A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. Investigation was unable to assign a root cause for the device malfunction. No further investigation required.